Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were being automatically discharged on the pyxis server. Registered patients were sent to the paragon system correctly and showed as active, but on the pyxis side their status simultaneously appeared as discharged. The messages being sent to pyxis were identified as type a04 messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all new patients were discharged automatically on the station. A technical support specialist ran the downtime query and confirmed there were no issues with carefusion coordination engine (cce), queried the users item transactions and noted that all transactions were performed via override. In patient encounter system (pes), the two most recent patient visits appeared as discharged and preadmitted, tss informed that based on the screenshot provided by the customer, the discharge date was incorrect and matched the admit date; this incorrect value was also reflected in patient encounter system (pes). Verified the correct admit date and discharge time. Tss queried the patient by identity to review incoming messages and confirmed that the station received date for the discharge message and the discharge date or time aligned with patient encounter system (pes), indicating that the discharge information originated from the host system, not pyxis enterprise server, validated that the incorrect discharge date was sent by the host system. Tss advised that if the patient record is incorrect, the proper workflow is to manually discharge the patient in enterprise server (es) using a future date or time, so enterprise server accepts the transaction, then re-admit the patient with the correct data, also noted that the discharge value may be populating from the field of the station message. The customer later confirmed that the incorrect discharge date was present in the message sent from their host system, paragon, and tss advised the customer to coordinate with the active directory team for correction. The system functioned as intended after the technical support specialist investigated the device.